Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No unexpected failed battery test, low battery alarm or blank display noted. No damage found on c13/lcd isolation tape noted. Pump had cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call of receiving low battery and bad battery alarms. Customer's blood glucose was 227 mg/dl. Customer also had blood glucose of 47 mg/dl, which was treated with food. Insulin pump was not showing full battery even though battery was changed. Battery cap was replaced. Customer called back when battery cap was received a reported that insulin pump received a low battery alarm after 3 days. Customer was advised that insulin pump would need to be replaced.